Event description:
It was reported that during a laparoscopic esophagogastrectomy procedure, the device was loaded with a 45mm cartridge. When they attempted to fire the device it locked out. Another device was used to complete the procedure. There was no impact to the patient.

Manufacturer narrative:
(B)(4). Incorrect cartridge size. The analysis found that one pse60a device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. An ecr45w cartridge reload was present. The cartridge was received unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.